Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens tore upon insertion. The lens was removed without any pt injury. The reporter stated that the incident was due to a loading error.